Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: flickering image a definitive root cause could not be identified. Based on the results of the investigation, it is likely that the b30(scope communication error) error and bad image (flickering image)" was due to faulty printed circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a b30 error. The issue was found during sedation for a diagnostic colonoscopy, which was completed with the same device. There were no reports of patient harm.